Manufacturer narrative:
Multiple requests were made to retrieve additional information; however, to date, no additional information was provided. Product code, lot number, date of implant, exact date of the event, patient identifier and information were not provided. A review of the production batch records was not able to be completed as the product lot number was not provided. The initial report states that the patient was stable. Aneurysm is a known issue; artegraft, inc. IFU adverse reaction section states that "true aneurysms have been reported. In view of this, patients with implanted artegrafts should be observed so that appropriate action can be taken if an aneurysm should occur. This adverse reaction should also be considered when treating conditions in which extended periods of implantation are expected". To date, no confirmed complaint trend was identified related to aneurysmal grafts. All product quality and clinical issues will continue to be monitored within artegraft, inc. Quality systems, quality assurance trending. Should additional information become available, a follow-up report will be submitted.

Event description:
Artegraft, inc. Received a phone call from a vascular surgeon stating that in 2013 two patients had a femoral popliteal bypass procedure with artegraft (collagen vascular graft); the grafts were reported as becoming aneurysmal. This file will capture patient 1 of 2. The patient was reported as currently stable.